Event description:
Misuse of clear care contact lens cleaner - I mistakenly did not use the accompanying lens container with this cleaner. I think ciba vision should put a larger warning on the box itself that the solution should only be used with the accompanying container and provide reason why - disc neutralizes the h202. Instead, what they have on there are large words saying it needs no further rinsing with saline solution. I think that contributed for this problem happening. "Is the product over-the-counter: yes." Date of use: (B)(6) 2018. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no; did the problem return if the person started taking or using the product again: doesn't apply." Error of refraction, corrected with wearing of contacts.